Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer via telephone to address the reported event. Fse instructed the customer to clean the claws on the cup pick up assembly, lubricate the cup sensor shaft and verify the waste chute was clean. The customer was subsequently able to run four cup transfer tests without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 30oct2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-900 operator's manual under chapter 12 - flags and error messages was reviewed. 2163 c.trans cup not released: the aia-900 operator's manual indicates that the 2163 c.trans cup not released error message is generated when the holder sensor s063 detected a cup after the cup was released. The operator is instructed to contact the service department, check s063, and the cup release operation. The most probable cause of the reported event was due dirty claws on the cup pickup assembly.

Event description:
It was reported that the customer received the "2163 c.trans cup not released" error while running controls with their aia-900 analyzer. When technical support (ts) instructed the customer to check the c.trans mechanism, the customer noted there was a cup stuck in it. The customer removed the cup and noticed waste backing up so instrument was unable to drop the cup. The customer cleared the waste chute and restarted. The analyzer successfully ran daily check and controls without errors. The customer later called back to report receiving the same error. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for luteinizing hormone (lh ii), estradiol (e2), follicle-stimulating hormone (fsh), and prolactin (prl). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.